Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient, via a manufacturer representative (rep), receiving fentanyl (500 mcg/ml, 13 0.05 mcg/day) via an implantable pump for non-malignant pain. It was reported the patient had pain and there was movement/flipping of the pump in the pocket. Environment, external and patient factors that may have led or contributed to the issue was "patient weight". The pump was surgically moved to a new pocket and sutured back down on (B)(6) 2020. The hcp stated the original pocket looked fine and sutures were actually intact. The issue was resolved at the time of this report. The patient's status was alive - no injury. The event date was noted as (B)(6) 2019.